Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the equipment could not be initialized or started normally. The reason was unknown. It was only suspected that the device software had some unknown defect, the long-term working reliability of the hardware may not be high enough, or other reasons cause the device to fail to start normally. This was reported during routine equipment inspection. There was no patient involved. Additional information was received. It was reported that the imaging system could be powered on. However, the system could not boot as it failed self-testing.